Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of a polyflux 14l, water leakage on the pull ring was observed. It was also reported the device was broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h3: the actual sample was not available however, a sample picture was provided for investigation. The visual inspection of the provided photo did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.